Event description:
It was reported that the patient presented to the hospital with dizziness. It was noted that there were episodes of mode switching with undersensing and noise on the right atrial (ra) lead. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).